Event description:
The customer reported a leak from the cap piercer wash station of the unicel dxc 600 synchron system. The customer stated that dilute wash solution had leaked onto the sample racks. The customer was alerted to the leak when the instrument generated sample probe obstruction errors. The customer technical support (cts) advised the customer to temporarily turn the cap piercer function off and the customer requested for service. The customer was wearing personal protective equipment consisting of gloves and eye protection at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse primed the instrument, and observed low vacuum pressure and wash solution leaking from the cap pierce wick. The fse determined the cause of the leak was due to an obstructed cap piercer vacuum valve (3 way valve solenoid). The fse was unable to identify the contents of the obstruction but cleaned the vacuum valve to resolve the issue. (B)(4).